Event description:
It is reported that a grade ii pressure ulcer was first identified on (B)(6) 2014 to the base of the anus of the patient who was admitted to intensive trauma unit (itu) related to an ischaemic stroke after eight days in place. This pressure ulcer required no medical intervention during stay on the intensive trauma unit (itu). On 05/17/014 the sacral skin was excoriated related to the perfuse diarrhea and presented as being cold, moist and clammy all the time prior to fms insertion. It is further reported that the patient had limited repositioning associated with surgical intervention to the left side; therefore following the discovery of the pressure, it was ensured that the fms was repositioned on a regular basis to aid in the prevention of further issues to the patient. Lastly, the patient was transferred to another ward on (B)(6) 2014 based on results from a risk assessment which deemed medically beneficial related to the diarrhea.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.